Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's scs lead had migrated. As a result, surgical intervention took place on (B)(6) 2024, wherein the lead was explanted. Physician was unable to replace the leads due to patient's anatomy and prior surgical hardware. Therapy was restored with the remaining implanted lead.